Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A service visit was done and no issue was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be determined.

Event description:
The probe did not reach temperature during the procedure and the case was abandoned. The generator is still in use at the hospital.